Manufacturer narrative:
Products are anticipated to return for evaluation. Upon completion of evaluation by engineering, a final report will be issued.

Event description:
"Start up of a second trial. They wanted to really find out how applied products stand up against ethicon, xcel port. Using 3 pieces of c0r73 and 1 piece of c0r29 under a lab abdominal surgical procedure, gastric by-pass. When using the camera through the c0r29 or c0r73 to got moisture on the lens repeatedly. The surgeon was not at all satisfied and didn't want to use the product anymore. The test was terminated immediately and all applied products rejected. Second procedure that day they used xcel again. Actually (not potential) commercial damage: two accounts impossible to target with trocars. Ports (already rejected our old system as not up to their standards), since they do surgery also at a near-by hospital. It was very irritating for the surgeon with the new seal design. He had to clean the lens more often than usual, this prolonged the surgery."